Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was deployed from the distal tip. The tubing was found to have been cut between depth indicators 'n' and 'g'. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been a non-deployment event due to an obstruction of the distal tip preventing proper deployment of the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal would not deliver thru the sheath. The procedure being performed was a left heart with right femoral access. Additional information was received on 02oct2023: everything went as it should expect that the collagen would not come out as intended. There were no issues with the sheath or sheath damage. Procedure being performed was a heart catheterization using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Issue with deployment, collogen did not deploy correctly. Hemostasis was achieved by manual compression. Estimated blood loss was less than 250cc. The patient was stable.